Manufacturer narrative:
Additional clarification: the date of the event(s) is unknown. No range of dates were provided in the article.  For this reason, the date of accepted publication was used as the occurrence date.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of 3 manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11668 and 2015691-2020-11669.  Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined.  Patient medical records and procedure op notes (implant and explant) were not provided by the reporter for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: rogers t, greenspun bc, weissman g, torguson r, craig p, shults c, gordon p, ehsan a, wilson sr, goncalves j, levitt r, hahn c, parikh p, bilfinger t, butzel  d, buchanan s, hanna n, garrett r, buchbinder m, asch f, garcia-garcia hm, okubagzi p, ben-dor I, satler lf, waksman r. Feasibility of coronary access and aortic valve reintervention in low-risk tavr patients. Jacc cardiovasc interv. 2020 mar 23;13(6):726-735. Doi: 10.1016/j.jcin.2020.01.202. Pubmed pmid: 32192693.

Event description:
As reported through article, ¿feasibility of coronary access and aortic valve reintervention in low-risk tavr patients¿ lrt (low risk tavr) trial enrolled 200 subjects with symptomatic severe aortic stenosis to undergo tavr using commercially available thvs. In the lrt trial, 168 subjects received balloon-expandable thvs and had 30-day cardiac computed tomographic scans, of which 137 were of adequate image quality for analysis. Choice of thv was at operator and multidisciplinary heart team discretion, but most subjects received the balloon-expandable sapien 3 valve (edwards lifesciences, irvine, california).  There were four in hospital complications in the balloon expandable group: varc-2 major vascular complications (03/137), new onset atrial fibrillation (05/137), new permanent pacemaker (ppm) (05/137), three subjects required implantation of a second thv in the same procedure.